Event description:
It was reported the customer had frequent battery changes on their insulin pump. Customer also stated their insulin pump was not showing the correct amount of insulin remaining in their reservoir. Customer stated their insulin pump showed the reservoir being empty when it was half full. The customer also had unexplained no delivery alerts. It was also found the customer had condensation inside their insulin pump's screen. Customer's up and esc buttons were also sticking. The customer also stated there was a crack at their battery casing. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.